Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, and it appeared that the pyxis was pulling a different ip address than the one assigned. The customer had created temporary patients, and medications had been looked up and pulled manually. The customer stated that this malfunction caused a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a technical support specialist (tss) dialed into wrong location and confirmed no issues. Further the customer confirmed the correct location of the affected device. Then the customer stated that the connection issue was resolved by field service technician (fse) when visited for another case. The system functioned as intended after the field service engineer resolved the issue.